Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the pt reported tissue burn post successful synchronized cardioversions with a heartstart xl.